Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device interrogation showed that the patient had a ventricular sensed event that has premature ventricular contractions and then goes into a pattern that shows evidence of loss of atrial ventricular synchrony and possible t-wave oversensing post-sense and possible additional oversensing. The physician is wondering why the device didn't deliver therapy. The patient is deceased.